Event description:
The plug with the tricuspid valve got detached when the user attempted to remove the feeding tube, then the dome portion fell into the patient's stomach. The dome portion was removed endoscopically and another catheter was placed in the patient. The indwelling period was 5 days.

Manufacturer narrative:
The complaint of the peg feeding tube detaching from the locking clip is confirmed. The genie tricuspid plug was returned locked to its locking retention clip. The ponsky feeding tube was returned loose. The proximal end of the ponsky feeding tube was observed under magnification and exhibits no impressions in the tubing that would indicate assembly. The proximal end of the ponsky feeding tube has been cut on a near right angle. The locking retention clip was opened and the genie insertion plug was then removed. Next, the genie plug was then inserted into the proximal end of the ponsky feeding tube. The retention clip was then secured to the feeding tube and the genie insert plug. After the device was assembled, the examiner then stretched the feeding tube that is attached to the retention locking clip excessively. There was no movement or separation of the tubing from the retention clip. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. The indwell time was approximately 5 days prior to the complaint incident. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.